Event description:
Reporter indicated a vns therapy patient underwent vns replacement surgery. The surgeon attempted to insert the new lead into the new generator, but could not get the connector pin to go into the generator pass the connector block. The leads had not been soaked prior to surgery and troubleshooting did not resolve the issue. The lead and generator were returned to the manufacturer. The lead is pending product analysis. Analysis on the generator indicated the septum was cored. Septum material was in the hex head of the setscrew and there was damage to the top of the hex head. This could be an indication that the shaft of the torque wrench was not fully engaged into the hex head which would prevent the tightening of the setscrew on the lead of the test resistor. The reported failure to insert the lead into the header cavity was duplicated and will be addressed in the lead report.